Event description:
It was reported that during a lsh, the device twice errored out, error code 5. One of the buttons stopped working. Another device was opened and the procedure was completed without consequence to the pt.